Event description:
The patient contacted animas on (B)(6) 2012, reporting that when attempting to reboot the pump the pump had no power. The patient stated that the pump was exposed to moisture while swimming and moisture was noted behind the display screen. The patient confirmed that there was no damage evident to the battery compartment or cap. This report is made based on the allegation of the pump power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was returned for investigation with visible moisture in the display lens. The battery cap was not returned with the pump for investigation. A test battery cap was used for investigation. Review of the black box and download history was not possible because they could not be downloaded. On testing, the pump did not power on. On inspection, there was visible corrosion in the battery compartment. A leak test was performed and failed due to a crack in the battery compartment and the display lens. The battery compartment was noted to be cracked from the threads to the case seal. The pump was removed from the case and revealed all internal surfaces of the pump were heavily corroded and visible moisture inside the pump.